Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer also reported that they experienced low blood glucose of 30 mg/dl. The customer stated that the paramedics were called. The customer stated that they were treated with glucagon shot, food and milk. The customer stated that they were wearing the insulin pump during hospitalization and low blood glucose event. The insulin pump will not be returned for analysis.